Manufacturer narrative:
On 6/2/97, the facility nurse informed the MFR's clinical rep. That the device was refilled on 5/29/97. The calculated flow rate of the device was 3.142ml/day, predicted flow rate of the device is 2.11ml/day arterial for the implanting area (columbia, mo) and the expected flow rate of the device for springfield, mo is 2.19ml/day. The device was scheduled to be refilled with fudr on 6/12/97. No record of patient temp. The facility nurse reminded the patient to keep a record of her temp and bring teh temp chart with her for the next device refill (6/12/97). The patient continues to have b/p 156/86 (not hypotensive) and receives radiation daily (pump out of field). On 6/13/97, the facility nurse informed the MFR's rep that the patient was seen on 6/12/97, for a device refill. Due to fatty tissue and the depth of the device, some problems were encountered accessing the device. The calculated flow rate of the device was 3.25ml/day, an increase over the last device refill on 5/29/97. The patient did not bring in her temp chart, but stated that was she was afebrile except for one day she had a temp of 101.1 degrees. The patient was still receiving radiation treatments and was due to have her last treatment on 6/17/97. The device was refilled with fudr and the patient was scheduled to return to the facility on 6/26/96, for her next device refill. On 6/26/97, the facility nurse informed a MFR rep that the patient had her device refilled (6/26/97), the return volume = 10ml, the refill period = 14 days and the device flow rate = 2.85ml/day which is a decrease from the last refill (3.25ml/day) on 6/12/97. The facility nurse also stated that the patient has completed her radiation treatments and would be returning to the facility on 7/10/97, for her next device refill. No further details are available at this time.

Event description:
The device was implanted on 4/3/97, for infusion of fudr via the hepatic artery for treatment of cancer. On 4/21/97, a facility nurse informed the MFR's (MFR) clinical specialist that the first refill of the device was on 4/10/97. The return volume (rv) = 39 cc with "a moderate amount of air expelled." The device was refilled with fudr/leukovorin/decadron/heparin (note: infusion of leukovorin & decadron is not the MFR's indication for the devices intended use). The pt was scheduled to be seen on 4/22/97 to further evaluate the flow rate (fr) of the device. The predicated fr of the device is 2.11 ml/day; however, the actual fr of the device was 1.28 ml/day for the first seven (7) day refill interval. The MFR's clinical specialist would follow up with the facility on pt/device status on 4/22/97. No further details were provided at this time.